Event description:
The customer stated that fetal tracing quality was not good and it was difficult to monitor a pre-term fetus. The customer received a signal loss alarm at which time, the provider performed a bedside ultrasound exam and found the fetus was deceased.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtain more info concerning this event.